Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The physician claimed to have difficulty placing this lead into header of a pacemaker and finally used hemostats for additional force. The lead was placed in the header, with good numbers, and remains implanted.